Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event six days prior to receipt of this report. The patient was treated with unknown antibiotics (dose, frequency and route not reported) for peritonitis. The cause of the peritonitis was a break in aseptic technique. The patient was retrained on aseptic technique. At the time of the report, the patient was still in the hospital recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.